Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient experienced ventricular tachycardia during impella cp implant. The patient was defibrillated to treat the condition. Support continued until weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.